Event description:
It was reported that the device recorded an increase in the sensing integrity count (sic). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that the lifetime ventricular sensing integrity counter is 337 and all but eight of these counts occurred in the last three months. A high value of this count can indicate a possible intermittency in the system.